Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures ans exhibited an interlock error. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable, passive backplane and associated pcb assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service.